Event description:
It was reported that during reprocessing, the instrument channel was found to be scraped by an instrument and had peeled the inner lining off on the bronchovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the likely cause of the instrument channel being scraped and the inner lining peeled off was the use of a brush in the presence of a restriction within the biopsy channel. The most probable cause of the observed damage has been traced to a component failure. This failure is considered either an expected or random occurrence and is not attributed to any design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.